Manufacturer narrative:
Citation: kemin liu., et al.. Outcomes of mitral valve repair for posterior leaflet prolapse, anterior leaflet prolapse, and bileaflet prolapse. Reviews in cardiovascular medicine 25(4): 146 2024. 10.31083/j.rcm2504146 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of mitral valve repair for posterior leaflet prolapse, anterior leaflet prolapse, and bileaflet prolapse. The study population included 1069 patients who were predominantly females with a mean age of 54.74 ± 12.17 years old. Multiple manufacturer¿s devices were implanted in the study population; 26 patients were implanted with a medtronic cg future annuloplasty rings. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: atrial fibrillation, pulmonary hypertension, recurrent mitral valve regurgitation and mitral valve reoperation. No further information was provided pertaining to medtronic products.